Event description:
N/a

Manufacturer narrative:
The a1059 mayfield modified skull clamp (a1059) was not returned for evaluation; therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, device history record (DHR) was reviewed, and no anomalies were found. The definite root cause cannot be identified as the device was not returned. Based on the reported complaint, probable root cause is improper or suboptimal placement of the skull clamp on the patient. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
This MDR is being submitted for correction of an error in h1 field of follow-up MDR #1, which should read "malfunction."

Event description:
N/a.

Event description:
A facility reported that the mayfield modified skull clamp (a1059) was involved in a slippage. Additional information was later received stating that the locking mechanism was very hard to engage into locked position and was changed before surgery after it lost tension. There was surgical delay of 30 minutes.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.